Manufacturer narrative:
Concomitant products: evproplus-26us transcatheter valve, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation. It was noted that the patient periodically feels their chest wall. The right ventricular (rv) lead was removed and replaced. No further patient complications have been reported as a result of this event.